Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient´s health care professional reported that the patient inserted a sensor and started the warmup. After the warmup no cgm readings were available, the patient left the sensor until the next day hoping readings will come through. As there were still no cgm readings the next day on (B)(6) 2022, the patient removed sensor and noted that there was no sensor wire. The patient proceeded to insert a new sensor on the other arm. After a few weeks the patient experienced stabbing and sometimes hurtful pain whenever he moved his arm, localized on the site where the faulty sensor had been inserted. The patient visited his health care professional who performed a sonar which confirmed a 6 mm filament visible in the patient´s muscle on the back of the upper arm. There was no swelling, no bleeding nor inflammation. The patient reported that he would consult with the nursing sister and his doctor again for this issue. On the (B)(6) 2022, the patient was still experiencing pain (¿the pain comes and goes¿), he was aware of the wire, he mostly experienced pain when he moves his arm a lot. At that time of the event the patient reported that the affected area where the sensor wire was inserted had become slightly swollen and raised, and he could feel the swollen area when he touches his arm. The patient reported that on the (B)(6) 2022 he would go to a specialist to have the sensor wire removed under local anesthesia. On the (B)(6) 2022, the patient contacted dexcom and reported that the procedure to remove sensor wire has been rescheduled for tuesday, (B)(6) 2022. On friday (B)(6) 2022, the patient reported that he had the surgical procedure on tuesday (B)(6) 2022. The sensor wire had been successfully removed by the surgeon under local anesthesia. The procedure lasted for 20 - 30 mins. The patient recovered and he felt much better at the time of the report. After the removal, there was no pain or swelling upon arm movement. On the (B)(6) 2022, the patient went for a dressing change, and the doctor verified that the patient was healing well. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.